Event description:
This case was reported by a healthcare professional (nurse) from an aged care facility and described the occurrence of possible aspiration in an elderly female patient of unspecified age who received oral moisturisers (biotene mouthwash) over a period of 1 day for an unknown drug indication. On (B)(6) 2014 the patient started oral moisturisers (oral). On the same day after starting oral moisturisers, the patient experienced possible aspiration. It was unknown if the mouthwash was the old or new formulation. This case was assessed as medically serious by gsk. Treatment with oral moisturisers was discontinued. At the time of reporting, the outcome of the event was unknown. The manufacturer's report number for this case is 1718912-2014-00013. Biotene oral rinse (formerly biotene mouthwash) is manufactured in (B)(4) in the united states, and neither the product nor the lot number for the product is available. (B)(4).